Event description:
Reporter states the pt tested 3.2 inr and 3.0 inr on the coaguchek xs while comparison labs returned as 2.5 inr and 2.4 inr. No treatment info provided. No adverse event reported. Requested return of suspect system for eval.